Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak with additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that intraoperative migration of the proximal extension occurred that was not in the event as reported. The reported migration was discovered during a review of the operative notes dated 02/02/2023. The type 1a endoleak is most likely due to the reported migration of the proximal extension. Device, user, procedure or anatomy relatedness of the migration could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged home on postoperative day three. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: medical device problem: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a type 1a endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with an alto stent graft system to successfully resolve this event. The patient was reported as stable post secondary procedure. Additional information: an internal clinical assessment determined that intraoperative migration of the proximal extension occurred that was not in the event as reported. The reported migration (classified as device dislodgment) was discovered during a review of the operative notes dated 02/02/2023.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a type 1a endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with an alto stent graft system to successfully resolve this event. The patient was reported as stable post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.